Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, cystocele, and rectocele and mesh was implanted along with the concurrent procedures of thbso, a & p repair, and cystoscopy.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2006 by (B)(6), md at (B)(6) center.